Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt c/o nausea and vomiting approximately 40 minutes into the treatment. He was given 400 ml of saline and treatment was continued on another machine. Based on the reported weights, saline given and fluid removed from both machines, there was an unexplained additional weight loss of about 2.7kg. There was no serious injury or illness.